Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up revealed that surgical intervention was taken to explant the patient's lead and ipg.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02290. It was reported that the patient experienced uncomfortable stimulation. As a result, surgical intervention may be pending to explant the system.